Event description:
During a colonoscopy procedure, the physician used a cook instinct endoscopic hemoclip. The clip was closed onto a visible vessel. The clip would not release from the clip deployment device. The gi technician applied additional pressure to the handle and the drive wire disconnected from the handle assembly. The clip was unable to be reopened for removal from the tissue site. The closed clip was removed from the tissue site while in the closed position [pulled away from tissue]. Additional cook instinct endoscopic hemoclips were applied. The additional clips were used as a result of the clips being pulled off of the site and the procedure was finished. A section of the device did not remain inside the pt's body. Other than applying additional clips during the same colonoscopy, the pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved found that the drive wire was not visible I the catheter component indicating the hook has broken at the distal end of the drive wire. The clip was removed and the broken portion of the hook was located within the clip housing. Therefore all the pieces of the devices are accounted for. The drive wire is securely attached in the handle. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. One unused device was returned in a sealed pouch from the same lot number provided in the report. The unused product was evaluated and found the foam tip protector was correctly in place. A slight increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to stimulate a worst case position. The clip was successfully deployed on simulated tissue by applying an expected amount of force to the handle spool. Therefore this device functioned as intended. The device history record for the lot number said to be involved was removed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instruction for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.